Manufacturer narrative:
The device was not returned for investigation. The angiogram images were obtained and reviewed by essential medical. It has been confirmed dissection/stenosis is evident. The user forcefully re-inserted the manta device after withdrawing past deployment step against IFU which can cause a dissection; however, dissections are a common large bore procedural complication seen even without the previously discussed occurrence. Therefore, the cause of the dissections remains inconclusive. Bleeding at the access site is confirmed possibly due to a partial tract deployment. The hematoma likely caused the puncture location measurement to become inaccurate; therefore, manta deployed partially in the tract causing bleeding and extended time to hemostasis. The IFU was reviewed and confirmed to list ischemia of leg or stenosis of the femoral artery, local trauma to the femoral iliac artery wall, such as dissection, and other access site complications leading to bleeding, hematoma, and possibly requiring endovascular intervention as possible adverse events. The IFU was confirmed to include a note during the deployment steps, stating "do not re-advance the manta closure and sheath deeper into the vessel if withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device". It was additionally noted patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal include: bleeding or swelling around the large bore sheath that may indicate hematoma formation is listed in special patient populations the safety and effectiveness of the manta device has not been established. In addition, it was reported that physician performed 6-10 sticks during initial artery access, which is contrary to the IFU. The us IFU in procedure preparation states, "single wall puncture in the common femoral artery" due to possibly causing bleeding from the vessel that manta cannot close. The device history was reviewed, and no related non-conformities were identified. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists local trauma to femoral wall such as dissection and other access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A patient underwent tavr on (B)(6) 2019, and a 18f manta vascular device was deployed for closure on a left side femoral artery. It was reported that the physician pulled the manta out past the premeasured depth, then reinserted the sheath. A hematoma began to form and the physician pulled the manta out prior to deploying. The physician then reinserted a second manta and added an additional 1cm to the depth measurement to account for the hematoma formation. The manta was deployed and a follow up fluoroscopy showed a partially occluded vessel. A contralateral wire was passed from right to left in the patient and the fluoroscopy showed partial improvement in the flow. The physician then passed a contralateral balloon and inflated it at the access site. The flow did not entirely resolve following the balloon placement so the physician placed a covered stent at the site. The flow was restored and the patient was described as "healthy" following the procedure.